Event description:
The ge oec 9800 fluoroscopy system was reported to have poor image quality during a procedure. There was a reported vessel perforation to the patient during the procedure and the patient was transferred from the cardiac cath lab to surgery to repair the vessel.

Manufacturer narrative:
A ge oec service representative investigated the reported concern and could not duplicate the poor image quality as was reported and found no device failure or malfunction. The system was completely evaluated for all specifications and specific attention to image quality resolution and technique tracking. No issues were found, and the system was functioning as intended. Additionally, the image resolution was further tested and evaluated by the radiation safety officer and no image degradation was found and none found since the system's last periodic maintenance interval, or the last physicist's evaluation on 03/24/08. This system had a periodic maintenance check by ge healthcare surgery on 05/30/08. The system was multi-tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any further patient information than noted.